Manufacturer narrative:
The suspect device has been returned to olympus for evaluation, and the investigation is ongoing. The physical device evaluation has not been completed. Prior to the device evaluation, the device was sent out for additional microbiological testing. The microbiological analysis results are pending. The customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The customer did confirm that there were no deviations or deficiencies concerning reprocessing of the scope. Additionally, the customer confirmed that there were no suspected patient infections due to the facility findings. The customer provided the cleaning, disinfection, and sterilization process stating that precleaning was performed immediately after the procedure. Air/water was aspirated through the the instrument/suction channel with a suction pump. During manual cleaning, the pre-soaking was performed, and the detergent used was aniosyme xl3. The device passed the leak test. The instrument/suction channel, suction cylinder, and instrument channel post were brushed. The automated endoscope reprocessor (aer) used was system 1 steris with s40 disinfectant. There was no defect on aer.  The water quality was controlled with a water filter, and the filter was replaced periodically in accordance with the instructions for use. The device was dried by blowing clean compressed air and stored in a simple cabinet. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
The customer reported to olympus, the olympus asset ultrasonic bronchofibervideoscope was suspected for tb. The device was used on a patient who subsequently tested positive for tuberculosis. The hygiene microbiological investigation (hmi) testing was confirmed to be negative. There were no reports of patient harm.

Manufacturer narrative:
Update to h6 "type of investigation" - adding code "3331 - analysis of production records."

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was not returned to olympus for evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the hygiene microbiological investigation (hmi) testing provided by the customer was confirmed to have been negative and the device was not returned to olympus for evaluation. As such, microbiological testing was not performed and a root cause of the reported event could not be determined. The event can be prevented by following the instructions for use sections below: chapter 6 compatible reprocessing methods and chemical agents chapter 7 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.